Event description:
The customer reported when they are doing lab draws from the maxzero in all areas of the hospital, they are experiencing leakage of blood outside of and over the "end cap" from the maxzero that occurs on the second blood draw (not the initial discard draw). The leaking is significant enough for the nurse to have to change her gloves as they were saturated in blood. There has been significant training in the use of maxzero at the facility. The customer has changed over to maxplus until this issue is resolved.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Correction to initial reporter address.